Event description:
It was reported that pump screen was dark and would not turn on despite multiple attempts to power it on. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed to try several troubleshooting steps, including pressing button in different ways and charging pump, but pump still did not turn on, so technical support arranged replacement pump, advised customer to use backup insulin pump to maintain insulin delivery, explained that replacement pump software would not work with current sensor and directed customer to contact healthcare provider for compatible sensor, provided instructions for storage mode, and instructed customer to return nonworking pump within 10 days and to manually program pump settings into replacement pump.